Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage on the bending rubber. This report is being filed as part of the pentax backlog management plan

Event description:
Before use ,during inspection, the user found that bending rubber was leaking. Then, the user changed other scope to finish. There was no report of patient harm.